Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer had incident with ventilator upon startup going into safety ventilation and multiple tf displaying. After restarting no errors occurred.

Manufacturer narrative:
The event occurred during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective circuit board. After replacing the circuit board, the device was released back into use.